Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: device code 4012 removed.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntr clip ((B)(6)) was inserted and the leaflets were successfully grasped, resulting in a good mr reduction. The clip was attempted to be deployed; however, after removing roughly 10cm of the lock line, the physician felt resistance and noted that the lock line was unable to be removed. Troubleshooting was performed, but the issue was unable to be fixed. The decision was made to open the clip and remove it from the anatomy. It was noted that all steps throughout the procedure were performed per the instructions for use (IFU). Another ntr clip was inserted and successfully deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.